Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 3.5¿ from the pump housing and the remaining distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Upon disassembly of the returned pump, a tissue-like thrombus formation was observed within the outlet stator. The structure lacked laminated layering, which indicates that this deposition did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The slightly darker areas of denaturation on the thrombus indicate that the thrombus was present while the pump was supporting the patient; however, there were no contact marks at the distal end of the rotor and the duration of time that the deposition was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23aug2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection was treated with clindamycin.

Manufacturer narrative:
Section h6 corrections. Health effect - clinical code: "2422 - obstruction/occlusion" removed. Medical device problem code: "2423 - obstruction of flow" corrected to "1384 - mechanical problem". "2964 - infusion or flow problem" was also removed.

Manufacturer narrative:
Previous pump exchanges due to thrombosis reported under MFR # 2916596-2017-00335 and MFR # 2916596-2018-03029. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange from heartmate ii to heartmate 3 for suspected thrombosis. The patient had previous heartmate ii exchanges due to thrombosis. The patient was noted to have driveline infection.